Manufacturer narrative:
Batch review performed on 28 august 2018; lot 171028: (B)(4) items manufactured and released on 23 may 2017. Expiration date: 2022-05-08; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: reference 02.07.1204r (k090988) tibial tray fixed cemented # 4 r; lot 170444: (B)(4) items manufactured and released on 07 june 2017. Expiration date: 2022-05-17; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 02.12.0412fr (k121416) tibial insert fixed sphere flex #4/12 mm r; lot 172821: (B)(4) items manufactured and released on 13 july 2017. Expiration date:2022-06-23; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. [Pathogen: staph. Coagulase-negative]. The surgeon revised all hardware and implanted a spacer, on an unknown date. The surgeon implanted permanent hardware on (B)(6) 2018. The surgery was completed successfully.